Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mitral bioprosthetic valve, an atrio-ventricular (av) groove rupture occurred. The physician determined that shorter stent posts would be better for this procedure, so the valve was explanted and replaced with a non-medtronic valve. It is unknown how the rupture was addressed, however no additional adverse patient effects were reported.